Event description:
Analysis of the UK national joint registry (njr) data indicates revisions of triathlon knee constructs: femur 1 size down from the baseplate and insert (1sd), femur 1 size up from the baseplate and insert (1su), or femur same size as the baseplate and insert (fss). 8 total revisions for component dissociation: 1 for (1sd), 1 for (1su), and 6 for (fss)

Manufacturer narrative:
An event regarding disassociation involving an unknown triathlon knee was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. If further information becomes available or the product is returned, this investigation will be re-opened.